Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014. The product analysis information for this complaint was inadvertently omitted from the initial report submitted on 12/22/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the lead screw assembly was found to be detached. During testing, the pump powered on properly. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the plunger fell out. No additional information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.